Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal region lifted from crimped position and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jan2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 30mm in length, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified, 3.0mm in diameter right coronary artery. The lesion contained a significant bend of >45 and <90 degrees. After an ebu 3.5 6f guide catheter was engaged and a non-boston scientific guide wire crossed the lesion, pre-dilation was performed. A 32 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed and rotablation was then performed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.